Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
The patient received an alert that the device was in back-up mode. Sjm was contacted and normal function was restored by software download. The patient is in stable condition.